Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. Data was evaluated. Customer's complaint could not be determined on the incident day because patient\user did not upload the data of the receiver to the share tool. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.